Manufacturer narrative:
Concomitant products: additional device implanted in 2013 - tgt3420/(B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient underwent total debranching tevar of the aortic arch using gore® tag® thoracic endoprostheses. On an unknown date, an unknown type endoleak was observed. On (B)(6) 2020, a re-intervention was performed. The intra-operative angiography imaging revealed a proximal type I endoleak. Two additional stent grafts were placed to reline the tag® devices that were initially placed. No endoleak was observed on the final angiography imaging, and the procedure was completed. The patient tolerated the procedure.